Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No other error alarms were noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer confirmed that the pump also alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned or shipped since the customer already had another insulin pump he can use.